Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient's during storms she feels like the stimulation changes or increases. The rep also stated the patient described it as getting "zingers". The impedances values were checked and all values appeared normal. The rep stated that yesterday there was a storm and the patient claimed that her stimulation increased and knocked her on her knees. The patient was not injured but she did break a nail. It was reviewed with the rep that it would not be anticipated that a storm in the area would cause changes to the ins. No further complications were reported. No additional patient symptoms were reported.